Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft-bearing. Analysis of the catheter revealed no significant anomaly, sc connector coring-tears-cuts in seal, no leak seen. (B)(4).

Event description:
It was reported that the patient noticed a motor stall code on his ptm (personal therapy manager) (B)(6) 2014. Pump interrogation the next day showed a motor stall occurred (B)(6) 2014 at 2039. The patient was at home at the time; there was no MRI or emi sources present. The patient was starting to have withdrawal with symptoms of pain, nausea, diarrhea and dizziness. The device system was delivering hydromorphone and bupivacaine. It was later reported that there was no motor stall recovery recorded in the event logs. It was later reported that the pump was programmed to minimum rate on (B)(6) 2014. The patient was having increased pain in his back. The patient¿s baseline pain was a ¿4-5/10¿ with oral medication. The patient had heard the pump alarm in the evening on (B)(6) 2015 and then self-interrogated the pump with the ptm and saw the motor stall error code. The patient¿s pain at that time was ¿9/10¿. The patient saw his hcp (healthcare provider) the next day and was admitted to the hospital for pain control with hydromorphone via an external pump which brought his pain level down to "6/10¿. On (B)(6) 2014, when replacing the pump due to the pump motor stall, the neurosurgeon did not get spontaneous backflow of csf (cerebrospinal fluid) when they disconnected the existing catheter from pump. They were unable to aspirate csf with a syringe. They placed the existing sutureless connector back onto the explanted pump and were able to withdraw csf from the cap (catheter access port). It was noted that there was a small amount of tissue in the sutureless connector. A 3.5 cm length of the sutureless connector was trimmed off and a 3.5 cm new sutureless connector segment was splice d on. The patient status was reported as ¿alive-no injury¿. Interrogation of the pump on the replacement date showed a ¿stopped pump period may exceed tube set¿ message dated (B)(6) 2014 at 2039.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.